Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks found after the ast. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a cassette leak during treatment. Moisture was also found inside the cycler door on the pump module when removing the cassette after treatment. There were no holes or damage found on the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment after several hours of slow fills and drains. The patient reported that the cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a cassette leak during treatment. Moisture was also found inside the cycler door on the pump module when removing the cassette after treatment. There were no holes or damage found on the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment after several hours of slow fills and drains. The patient reported that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.